Event description:
The customer reported the system displayed a generator error message. This was resolved by rebooting the system. This error message will likely result in a system lockup and/or a no boot situation.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The x-ray tube was evaluated and replaced. A complete filament calibration was performed. The system was tested and found to be working as intended and returned to service.